Event description:
Customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which operator observed leakage of an unknown medication from hole at an unknown location on the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a flo-gard IV solution administration set in which operator observed leakage of an unknown medication from hole at an unknown location on the set was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the roller clamp was approximately at the middle of the tubing in a close position. Approximately 5 cm below the roller clamp a cut was visible on the tube. The set was leak tested under water. A leak was revealed from the cut in tube. The assignable root cause of the reported condition is not identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.